Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 800 mg/dl. Customer treated by going to a clinic and getting a shot. Customer reported that the high blood glucose levels began when the insulin pump would have delivery errors. Customer did contact their healthcare professional and was advised to discontinue the use of the insulin pump. Troubleshooting was not performed. Customer states the they feel pressure where set is located. The product was not returned for analysis.